Event description:
A portacath was inserted by a surgeon in 2004. In 2007, the pt was sent for a chest x-ray because the physician was questioning a fracture. The cxr showed a large catheter fragment extending from the superior vena cava down into the r- atrium and looped back on itself within the atrium. A percutaneous retrieval of the catheter fragment was performed by radiologist. Fragment measured 14 cm in length. No retained fragment noted. Biomed reviewed catheter. No tearing or shearing noted on retrieved portion. Rest of portacath removed five days later by surgeon.